Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella rp for mechanical circulatory support. It was reported that during implantation of the impella, numerous attempts to deliver the device were unsuccessful. The right ventricle was dilated with no contraction. The procedure was aborted.

Manufacturer narrative:
The investigation into the delivery issue has been completed. The root cause of the delivery issues was determined to be patient condition. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿